Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for gel smearing with the incident lot was not observed. Additionally, the customer sample along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to gel smearing as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6)2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes had gel smearing. There was no report of patient impact.